Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that patient faced two adhesive patch and cannula housing separated from the spring mechanism before insertion event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.